Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2018 with the following findings: evaluation revealed the battery compartment was cracked. During testing, the audible tone was not present at power up or during alarm sequences. A cracked solder connection was found at the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked. Evaluation also revealed no audible tones with the pump alarm. The solder connection at the piezo was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/13/2018.